Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound percutaneous transhepatic cholangiography guided drainage catheter placement, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation one electronic photo was provided for review. The photo shows the partial view of a clinician displaying a drainage catheter in which the trocar needle was inserted into the catheter. In the highlighted portion, the trocar needle was noted to be longer in length when compared to the catheter. The manufacturing site review states, the photo provided was insufficient to determine if the product meet specifications. Therefore, the investigation is inconclusive for the reported length of the trocar needle longer than catheter issue as the provided photo shows only a partial view and the proximal end of the device is not visible in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound percutaneous transhepatic cholangiography guided drainage catheter placement, the length of trocar needle was allegedly longer than catheter. The procedure was completed by using another device. There was no patient contact.